Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a during thoracoscopic right upper lobectomy, the second firing could not be performed at the time of resection between upper and lower lobes. A new reload was used, but the handle also could not be squeezed. When a new handle and a new reload were used, the firing could be performed. The surgical time was extended by less than 30 min. No patient injury.